Manufacturer narrative:
Device evaluated by MFR: received product consisted of a taxus liberte monorail catheter in two pieces. The catheter was visually examined and found the balloon was tightly folded with the stent secured in between the marker bands. At the location of the separation, the hypo-tube presents an oval appearance which is consistent with ductile overload. Also on the distal portion there was a kink located 1.5cm from the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. Access was obtained via the femoral artery. The greater than 75% stenosed lesion was located in a severely tortuous left circumflex artery. The lesion was predilated with a 2.5x15mm apex balloon. A 2.5x16mm taxus liberte' stent was advanced to the lesion but could not cross. The shaft had kinked. The physician straightened the kinked shaft, and was attempting to cross the lesion, but the shaft fractured at the location of the kink. This occurred outside of the patient. The device was removed and the procedure was completed with another taxus liberte' stent. No patient complications were reported. Patient status is listed as okay.

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. Access was obtained via the femoral artery. The greater than 75% stenosed lesion was located in a severely tortuous left circumflex artery. The lesion was predilated with a 2.5x15mm apex balloon. A 2.5x16mm taxus liberte stent was advanced to the lesion but could not cross. The shaft had kinked. The physician straightened the kinked shaft, and was attempting to cross the lesion, but the shaft fractured at the location of the kink. This occurred outside of the patient. The device was removed and the procedure was completed with another taxus liberte stent. No patient complications were reported. Patient status is listed as okay.